Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported an infusion set failure. The customer states the infusion set detached from the quick release. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.